Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that buttons were hard to press. The customer's blood glucose was unknown at the time of incident. Customer also states that there was no delivery alarms not related to infusion set, changes her battery every three days, battery area taped goes through batteries quickly. The insulin pump will not be returned for analysis.